Event description:
It was reported during a laparoscopic birch procedure two ems hernia staplers jammed and failed. A third was used to complete the case. There was no consequence to the pt. They were both older products outdated 2000.

Manufacturer narrative:
Tracking #.50393. Device-a. D5,6; h4: info not available. Based upon inquiry info and visual rec'd, it was concluded that the reported event occurred due to the three staples jammed in the nose of instrument a which would not allow the following staples to feed properly. No conclusion could be reached as to how the staples became jammed in the nose.